Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported threads that split in two during use, the problem occurred several times with this batch number. There were no consequences for the patient and no increase in operating time. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We are received 57 closed samples for analysis. Also, the involved broken thread is received, the needle is attached to the thread and the thread is broken in two pieces and shows splitting. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 2.04 kgf in average and 1.71 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements: 0.97 kgf in average and 0.49 kgf in minimum. These values are in the usual range for this thread and size. However, when conducting the knot pull tensile strength in the 57 samples received, 45 units broke without showing splitting but in 12 units when the thread breaks, splitting appears as the open sample received. Review the complaint history record, there are no previous complaints of monosyn product regarding this issue (thread splitting) in the last 5 years. Additionally, two codes-batches of finished products manufactured using the same thread spool have been tested and this defect has not been observed in any of the analyzed samples. Batch manufacturing record: reviewed the batch manufacturing record, this product did not have incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. The extrusion process has been reviewed of the involved product, and no deviations from the process specification values have been identified. Conclusion root cause analysis: upon investigation, it has not been possible to determine the root cause. Final conclusion: the closed samples received fulfil the specifications of european pharmacopoeia (ep). Nevertheless, thread splitting appears in some closed samples as in the open sample received after conducting knot pull tensile strength test. Therefore, we consider this case as confirmed by evidence of the failure in the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.